Event description:
The customer reported that the image intermittently cut out. This would result in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. The system operates as intended.